Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory for blood side pressure drop/flow and gas transfer. The oxygenator met all the requirements of the test and no clotting or increase in pressure was observed. Since the oxygenator was rinsed with water prior to testing if there was a clot present it could not be detected during the testing. Note: the reported event occurred when using the be-01970311-pls d, however a equivalent device marketed in the us is used for reporting. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) in (B)(6), it was reported that one (1) hour after an ECMO procedure was initiated, there was a sudden decrease in flow from 5 lpm to 0.3 lpm on the quadrox-I be-01970311-pls d oxygenator (lot number 70077397). This caused the systemic collapse in the patient's pressure. After checking the correct placement of cannulae, the customer decided to stop the pump and tested the set with water to check if the decrease in flow was caused by a clot or obstruction in the oxygenator. The value of the patient's act was greater than 999 seconds. The patient expired shortly after removal of the ECMO because the hemodynamic conditions were not compatible with survival. Reference: complaint (B)(4).